Manufacturer narrative:
T1 is absent from the device, t2 and the attached suture were returned separated from the delivery needle. The depth limiter shows use. The needle delivery system is bent. A functional test was performed where the actuator cycled and functioned. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. Root cause cannot be fully confirmed but user error cannot be ruled out. Device history review found zero defects were reported for this production lot. Complaint history review identified no similar complaints for this lot.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the fast-fix 360 curved device. Both implants were removed and a backup was used to complete the procedure. Surgery time delay less than 30min. No patient impact was noted as a result.